Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00458 initial report on 2021-10-04. Additional information - 2021-10-22: siemens has concluded the investigation for an outside of the united states (ous) customer regarding discordant (elevated) atellica im ca19-9 results. The customer's high level control (bio-rad lyphochek control, lot 54683) recovered high out of range (292 and 266 u/ml vs a range of 174 - 265 u/ml) on (B)(6) 2021 when using ca 19-9 reagent kit lot 492 on atellica im analyzer serial number (s/n) (B)(6). When the customer repeated patient samples tested prior to the control failure, the patient samples recovered lower. A review of the instrument logs and files indicate that atellica im analyzer s/n (B)(6) was performing as expected when the patient samples were initially tested on (B)(6) 2021. The patient samples were initially tested with primary readypack p05249205006793 using the (B)(6) 2021 lot calibration, which was performed with primary readypack p05249205006793. The (B)(6) 2021 lot calibration had lower relative light units (rlus) for the high calibrator than subsequent calibrations, but the control recovery right after the calibration was in range, indicating the low rlus were not due to the high calibrator rlus. The control 54683 recovered high out of range on (B)(6) 2021 with a different primary readypack, p05249205006737. Since the patient samples in question, tested with primary readypack p05249205006793, recover closer to the concentration of the low calibrator than the high calibrator, and the low calibrator rlus are as expected, it does not appear that the (B)(6) 2021 calibration caused the patient samples to recover high, but most likely contributed to control 54683 recovering high with primary readypack p05249205006737. A review of qc data from the customer's alternate atellica im analyzers (s/n (B)(6) and s/n (B)(6), which were used to retest the patient samples, does not indicate something was causing the patient sample retest results to under recover. The cause of the change in results observed by the customer when repeating patient samples when using atellica im ca 19-9 kit lot 492 on analyzer s/n (B)(6) vs s/n (B)(6) and s/n (B)(6) could not be determined, but siemens cannot rule out pre-analytical factors, a sample issue, or reagent shipping/handling of primary readypack p05249205006793. Based on the investigation, no product problem was identified. The customer is operational. No further action is required. In section h6, the investigation finding and conclusion codes were updated based on the investigation results.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating this issue of an outside of the united states (ous) customer observation of initially elevated atellica im ca19-9 results. Siemens is reviewing the atellica im instrument log files provided by the customer. The limitations section of the instructions for use states: "note - do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation."

Event description:
A customer observed falsely elevated atellica im ca19-9 results. The customer performed repeat testing for multiple ca19-9 samples after failure of quality control (qc) was observed. A new calibration was performed and the qc results were acceptable but the patient samples were retested on a different instrument using the same atellica im ca19-9 reagent lot number. The retest results for all samples were lower than the initial results. The initial, discordant results were reported to the physician(s) and were questioned. The repeat results were reported to the physician(s) in corrected reports. There are no reports that treatment was altered or prescribed due to the discordant atellica im ca 19-9 results.